Event description:
The user facility reported a needle break with a pen injector needle when a patient performed a self-injection into the body. Follow up communication with the user facility confirmed the following: (1) when giving self-injection, the needle broke; (2) the patient went to the hospital to check for broken needle in the body; (3) the tip of the needle was found under the patient's skin at the injection site; (4) medical staff removed the tip of the needle by surgery; (5) the procedure was completed successfully; (6) the patient went home after the surgical procedure; and (7) the patient is reported to be "fine".

Manufacturer narrative:
Device manufacture date is 09/03/14 through 09/05/2014. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the needle was broken off at the base where glue was supplied. Some glue was removed and flared. It was confirmed under the microscope the needle tubing was deformed. No anomaly was found that would have caused deterioration of its strength. The needle strength was accepted using iso 9626: ai 2001 section 10 (iso 11608-2:2012 section 4.2.1) "stainless steel needle tubing for the manufacture of medical devices." A review of the manufacturing inspection record for this lot# showed no anomaly such as scratch and/or bent which may lead to breakage of the needle. A review of the device history and inspection record confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the needle being bent repeatedly. The device labeling does address the potential for such an occurrence in the instructions-for- use with statements such as the following: (1) "do not use if needle is bent or damaged. Remove the outer needle cap and inner needle cap straight." (2) "do not change the angle of the pen after penetrating the skin in order to avoid breaking g of the needle." (3) "in case the needle broke off and remains in the body, please contact immediately a doctor." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).